Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product returned or lot info provided, no detailed investigation can be performed.

Event description:
An unspecified patient experienced discomfort, tearing, blurry vision at end of day, foreign body sensation, secretions, photophobia & decrease in visual acuity after switching from renu multipurpose solution to aquify multipurpose solution 3 weeks earlier. Diagnosis reported as corneal abcess, located at 2 o'clock. Treatment consisted of discontinuation of lens wear for unspecified period of time and change of lens care system. Request has been made for additional information, however, further details have been provided at the time of this report.